Event description:
A small pool of activity was identified on "the" base of the delivery dome (under the lid on the clear acrylic) at the end of treatment. The pool of liquid was located under the c line connection. No drips coming from the connection were observed during delivery. Ir did not have any issues with connection. C line was not disconnected after treatment. Gloves were not hot. The spill was cleaned and contained. The siros dome was sent to decay. D vial and delivery set were marked to be inspected after decay. 96% of dose delivered.

Manufacturer narrative:
The leak was found under the lid of the delivery dome, so the radiation was shielded. The IFU has pre-cautions for handling radiation. The device was returned to sirtex for investigation but the event was not replicated. The DHR review did not display any abnormal findings for the manufacturing process and all operations were completed per procedures. It was stated that the patient received their dose. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury should the full dose not be able to be administered.